Manufacturer narrative:
On (B)(6) 2021 infutronix confirmed with the distributor that the affected device was discarded and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021 a distributor of infutronix reported an issue on behalf of an end user: "an administration set model hs-008 lot 2008005 set was leaking at the filter, it had leaked out and soaked the entire bag." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.